Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause for the failure "due to corrosion on plug unit, the image is not displayed" could not be identified. The most probable root cause for foreign materials inside the tube and cylinder, and a dirty s-connector is: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign materials inside the tube and cylinder, no image, and a dirty s-connector. There was no patient involvement.